Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Upon verification, fse confirmed that the vsc, erbe and e100 generators and power cables were plugged into a single power strip. Fse informed roco that this was not a good isolation of power. Fse reviewed the logs and confirmed that the generator displayed error 25902 that led to a power off. The fse replaced the e100 generator to resolve the issue. Isi received the e-100 generator involved with this complaint and completed the evaluation. Failure analysis could not replicate the reported complaint. The unit was installed into the test system and it worked fine with the synchroseal instrument installed. The investigator used the synchroseal instrument with a saline dipped gauze in the jaws and confirmed the pedal/sync activations cut/seal for about 100 times. The e-100 worked fine without any issue. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: during the procedure, the customer abandoned use of the vision side cart (vsc) and transferred to another vsc due to the e-100 shutting down multiple times during the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the robotics coordinator (roco) called an intuitive surgical inc. (Isi) technical support engineer (tse) to report the e-100 generator shut off in the middle of a case. Roco rebooted before calling in and the e-100 power button came up red. Roco did another power cycle and this time the e-100 powered on without any errors, and the customer was currently using the synchroseal instrument on the e-100 generator. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred twice. After the second occurrence, the customer swapped to a secondary vision side cart (vsc). After transferring to another vsc, the procedure was completed without any injury or harm to the patient. There were no sealing issues.